Event description:
It was reported that the right ventricular (rv) lead exhibited brief episodes of noise oversensing, and elevated thresholds. The pace/sense portion of the lead will be capped and a new pace/sense lead will be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 4 - ventricular nst<=210 ms between (B)(6) 2012 16:06:24 and (B)(6) 2012 10:35:59.